Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a transseptal procedure, a bmc nrg transseptal needle was selected for use. However when the physician was trying to remove air prior to use in the patient, it could not be completed due to the luer connector being loose which caused the saline solution to leak. It was believed that the syringe side of the device did not seem to be affected. The fluid was leaking from the connection part between the luer connector and the syringe. Hence, the device was replaced and the connection was made securely. The device is not expected to be returned for analysis as it was discarded in the facility.